Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient initially went to the hospital with stomach issues and was diagnosed with liver disease. While in the hospital he developed a skin irritation at his infusion site and was diagnosed with an allergic reaction to the adhesive. The patient¿s blood glucose (bg) values reached 430 mg/dl. The site was irritated and itching. The patient had swelling in their legs and a full bladder due to not being able to go to the bathroom. For treatment, 2 liters of liquid were drained from the patient¿s stomach, they received intravenous (IV) fluids, had blood work, urine tests and provided with a hydrocortisone ointment for the infusion site. The pod was worn on the arm for longer than 48 hours and was then discarded. The patient was discharged after 3 days.